Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 was not detected. The field service engineer (fse) replaced the latch sensor, refreshed drawer connections, replaced the module controller, and upgraded the drawer controller with the revised version. Reconfigured the drawer and verified pocket detection. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.2 was not detected on the bus and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.